Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during combined cataract/vitrectomy procedure forceps became impossible to open and close. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
The sample was received with inner blister, outer blister and without cover foil. The blister in which the sample had been received are not from this device. The sample has a lot of space inside. The sample showed no macroscopic signs of damage. The sample showed no signs of surgery residues and was returned in a closed status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally tested. It was noticed that is not possible to open the forceps. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. The customer¿s complaint was confirmed. No lot number was identified with this complaint; therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. It cannot be determined how or where the damage to the sample occurred; therefore, a root cause for the customers reported event could not be determined. The exact root cause for the customer¿s reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).